Event description:
It was reported that (1) device was used during a bowel excision. It was reported by the rep that the surgeon noticed bleeding on the inside of the anastomosis and threw 2 figure "8" stitches to achieve hemostasis. The pt was reoperated on in 2001 because of an abdominal hematoma. The pt also received 2 units of blood transfusion. The device was discarded.